Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, the stapler did not fire. It was taken off the surgical field and replaced to resolve the issue and complete the procedure. There was no patient injury.